Event description:
It was reported the system had a kv on in error messages. This error causes the sys to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced and the high voltage cable was cleaned and regreased during the svc call. The system was tested and found to be working as intended and put back into svc.